Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 7.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced seven infusion sets tubing detachment events on 17-dec-2024. The site of detachment was connector. The patient replaced infusion sets and resumed insulin successfully. No further information available.